Manufacturer narrative:
Ous MDR. No manufacturing or material defect could be found during the analysis. Concerning the oversensing metioned in the complaint and the delivery of several shocks, no deviations from the specification could be found on the lead. The lead is electrically fully functional. The attached iegm can confirm the oversensing. According to a statement by the responsible filed representative, the newly connected lead shows no anomalies. A contact problem is suspected. The blood at the distal end of the shock coil has probably entered the lead during the explantation.

Event description:
Ous MDR. Oversensing, several shocks.